Manufacturer narrative:
(B)(4). Patient selection. The instructions for use state under the warning section not to use the perclose proglide smc system if the puncture is through the posterior wall or if there are multiple punctures, since such punctures may result in a hematoma or retroperitoneal bleed. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous coronary intervention of the left anterior descending artery, arteriotomy closure of the left common femoral artery was attempted using a perclose proglide device. Reportedly, initial cannulation of the left common femoral artery was difficult and required numerous attempts. After the knot was advanced to the vessel, bleeding continued. The bleeding was not strong arterial bleeding. Manual arterial compression was applied for one minute to achieve hemostasis and a pressure bandage was applied due to the many attempts at penetration during initial vessel cannulation. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. About four hours later the patient was reported to not be doing well. The patient was transferred to another hospital for a computer tomography scan that revealed multiple retroperitoneal hematomas that were 2 to 3 cm in size. The retroperitoneal bleeding was not treated. No further interventions were necessary. After 4 hours, the patient was transferred back to the initial hospital. The patient received aggrastat permanently. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.